Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1001522 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot 1001522 and test base part number 190-430 / lot 1001522 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1001522 showed that the complaint rate is 0.012%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. Please see related MFR report #s: 1221359-2020-00388.

Manufacturer narrative:
The investigation is still in process. A supplemental report will be submitted after completion. Please see related MFR report # 1221359-2020-00388.

Event description:
A customer reported false positive / conflicting results involving two (2) patients with the ID now covid-19 assay. This report represents one (1) of two (2). The customer reported false positive / conflicting results on a direct nasopharyngeal swab (not provided in the kit) with the ID now covid-19 assay performed on (B)(6) 2020. Repeat testing with a new nasopharyngeal sample was performed on (B)(6) 2020 generated a negative result. Confirmation testing from a nasopharyngeal specimen with pcr (not specified) generated a negative result (CT value = 0). The customer reported the patient was symptomatic. The customer also reported that the patient was admitted to a hospital on (B)(6) 2020 due to the positive result and released once confirmatory pcr results were obtained (date not provided). No additional patient information, including impact, treatment or outcome was provided. The customer confirmed there was no death or serious injury based on the test results. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. This event shall be considered reportable as it resulted in hospitalization of the patient. Additionally, unexplained conflicting results shall be reported as a malfunction, as it is unknown which result is correct.